Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Cause of death was unknown. The coroner requested analysis of the device and leads to rule out malfunction as the cause of death. The lead tested out of specification during manufacturer's analysis. No additional information was provided.